Manufacturer narrative:
The event date was not reported, the aware date was used as an estimate.

Event description:
It was reported that a patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. Four recaptures were performed. On the final deployment, the release criteria were met. The procedure was completed successfully with the closure device being implanted in the laa of the patient. There were no patient complications that were reported to have occurred. At an unknown time the patient experienced a cerebral vascular accident. The physician performed a transesophageal echocardiogram at the 6 month follow up to check the device following the cerebral vascular accident. The imaging showed that the device had canted and was sitting high on the limbus side with the mitral side shoulder further into the appendage. There was no intervention or treatment that was planned or performed. The patient was restarted back on anticoagulation medication and the event is ongoing.